Event description:
It was reported that the patient underwent explant of the intraocular lens (iol) due to patient dissatisfaction with her visual outcome, refractive error. The lens was implanted on (B)(6) 2012 ((B)(6) 2012) and explanted on (B)(6) 2013 ((B)(6) 2013) with no patient complications reported.

Manufacturer narrative:
(B)(4). The manufacturing records were reviewed and showed no deviations. The diopter measurement records verified and were shown to be within specifications. This was in compliance with the labeled dioptric power of 22.0 diopter for this lens. The batch passed all acceptance criteria for all tests performed and was within all specifications. The intraocular lens was returned to our manufacturing facility for inspection. The inspection showed a lens where the optic was cut in half, no optical deviations on the optic parts were found. The condition/damage of the returned sample did not allow for verification of the diopter value. The lens passed all acceptance criteria for all tests performed and was within all specifications during the manufacturing process, no production related cause was reported. All pertinent information available to abbott medical optics has been submitted.